Manufacturer narrative:
The device lot number is unknown; therefore, UDI: (B)(4). Concomitant med products and therapy dates: bearing sleeve device. Device manufacture date was unknown. The device lot number was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a minimally invasive discectomy surgical procedure of the spine, it was observed that the drill bit head on the cutter device separated from the stem into two separate pieces, while being used with a bearing sleeve device. It was reported that the user was able to recover both pieces and ensure that nothing was left in the patient or in the surgical field by examining under the microscope. It was also reported that the two pieces were retained. It was not reported if there were any delays in the surgical procedure. It was reported that the procedure was able to be completed without further use of the drill bit. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.